Event description:
It was reported by the physician that there was an issue with the lead not making full contact with the generator and the patient has been referred for a revision. Additional information was received that the patient was seen in-clinic with high impedance and has been referred for a full revision. The territory manager also clarified that the physician suspects a break in the lead due to the patient being in a car accident. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received with the patient's x-ray results. The results note that 1 or 2 areas of discontinuity with one of the leads. Otherwise, the device appears intact. The patient also underwent a full revision surgery. The explanted lead has not been received by product analysis to date.